Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be broken. As result, the lv lead was capped and surgically abandoned. A new lv lead was implanted at the procedure. There were no additional adverse effects reported.